Event description:
A sales rep reported on 10jun2025 that a surgeon had two ws3 volar bearing plate failures where he indicated he thought the bearing wasn't locking into the plate properly. A sales rep provided additional information on 25jun2025 with x-rays for both cases and the devices were identified as the vbear-3-7s and vbear-5-7s. The surgeon reported that there were no post-op injuries and no associated co-morbidities. Revision surgery was after 3 months for the 1st patient, vbear-3-7s (exact implant date and removal date unk) and 4 months after for the second patient vbear-5-7s (exact implant date and removal date unk). It was observed through x-ray photos provided that the proximal row of the plate did not have any screws implanted. The surgeon stated that during the initial surgery the bearings were locked at the end of both cases. Finally, it was reported that the 1st patient had additional surgery to remove the plate and the 2nd patient ruptured her fpl tendon which will require reconstruction of the tendon.